Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. Based on a review of this information, the following was concluded: the complaint of complications with the fit between the guidewire and both the needle and microintroducer was confirmed; however, the root cause could not be determined. A section of guidewire that had been cut away was provided for investigation. The coil wire on the guidewire was deformed, which prevented a smooth fit between the guidewire and needle. There were no distinguishing features which could aid in identification of a specific root cause of the damaged guidewire. This complaint will be recorded for future trending and monitoring purposes.

Event description:
It was reported the product had a quality problem and the guide wire had a barb. After successful ultrasound-guided puncture and introduction of the guidewire, a barb was found at the end of the guidewire when the puncture needle was removed, which interfered with the removal of the puncture needle and the introduction of the puncture sheath. The cannulation instructor used sterile scissors to remove the barb before removing the needle and inserting the sheath. This created tension for the patient and added unnecessary workload and unpredictable risk to the placement teacher. It was reported this occurred with 4 devices. One device was returned for evaluation. The coil wire on the guidewire of the returned sample was deformed. This report addresses the first device that was returned for evaluation.